Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. D4: batch # 850c87. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "misfired""? Did the device fire at all? If so, did the device cut the tissue? Were any staples deployed? If the device cut/stapled, was the staple and cut line equal in length? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 850c87, and no non-conformances were identified.

Event description:
Sales rep reported that during a laproscipc appendectomy the device locked out. They were able to release using the manual override it but the device misfired. They got another device to complete the case without patient harm.